Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii-iii.

Event description:
Patient reported left side "breast pains and capsular contracture grade 2-3 occurred." Device has been explanted.

Event description:
Patient reported "increased breast pain". Later reported "capsular contracture with complaints of grade ii-iii and scattered benign-type micro and macro-calcifications¿. Later reported, "the patient started having strange illnesses. Doctor diagnosed dermatographia, which is a rare skin disease. She had many examinations but could not find the cause of the development." This record relates to the left side. Device has been explanted and replaced with non-allergan implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ calcification-ndr : unable to observe since it is a medical event and is not related to the device. ¿ other-medical-ndr : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Calcification -ndr: not applicable as the event is not related to the device. Other-medical -ndr : not applicable as the event is not related to the device. Additional observations: brown particles observed. Crease observed on the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient later reported "the patient started having strange illnesses. Doctor diagnosed dermatographia, which is a rare skin disease. She had many examinations but could not find the cause of the development." The event of dermatographia is not device related.